Event description:
Reportedly, surgeon was utilizing the autosuture ta 45355 to close the rectum. He then inserted the eea into the rectum to begin the end to end anastamosis. He proceeded to do a colostomy. At 1400, in discussing the case, the scrub nurse and surgeon did not visualize a staple line being apparent after deploying the ta45355. She had checked the cartridge and it had deployed, there were no staples present in the cartridge. Surgeon closed the rectal stump with 2-0 suture. Sex: male. Procedure: unknown.